Manufacturer narrative:
Analysis confirmed that the transmitter would not power up and the circuit board exhibited burn marks.

Event description:
It was reported that the transmitter would not power up, the unit was disconnected and reconnected with the same results. The unit would be replaced.